Manufacturer narrative:
The investigation of automated impella controller - a/c power issues has been completed. It can not be determined from the logs whether or not the console was plugged in during these uncharging times, only that the console did not see ac power. Lt power logs confirmed that the batteries were not charging when the imc logs indicated there was no ac power connection. Device analysis: the console again was returned for investigation but the symptoms were not reproduced during any testing. Root cause: the cause of the console allegedly not charging when plugged into wall power was not determined since failure mode was not reproduced.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller failed to recognize that it was plugged in. Errors "ac power disconnected, running on battery power" appeared even though the battery was charging while plugged in. The biomed engineer confirmed that the battery was reengaged upon return from preventative maintenance service and the issue persisted while plugged in. There was no reported patient involvement.